Event description:
In 2007, kerr corporation was served with a legal summons where the plaintiff, a healthcare worker, alleges severe injuries to her head, neck, back, body and limbs as a result of squeezing the trigger of the dental impression material extruder gun allegedly manufactured by kerr corporation.

Manufacturer narrative:
The plaintiff alleges that daily use of the dental extruder gun with excessive force to squeeze the dental impression material out of the gun has caused her severe injury, "sick, sore, lame and otherwise disabled." She alleges she suffers great pain and anguish of the body and mind which are permanent in nature. The plaintiff seeks compensatory damages for her alleged injuries. The case is being handled by legal counsel.